Manufacturer narrative:
The results of the investigation are inconclusive at this time, and the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history and sterilization record for this device serial number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Cvrx ID# (B)(4).

Event description:
A barostim system was implanted on (B)(6) 2023. The patient fell several weeks prior to (B)(6) 2023 and had been in a rehab facility since the fall. The exact date of the fall was unknown. On (B)(6) 2023, it was reported that the ipg was visible outside of the skin. The patient was transferred to the hospital. On (B)(6) 2023, a revision procedure occurred where it was planned to debride and clean the pocket, wash the ipg with an antibiotic solution, create a new sub-pectoral pocket for the ipg, and use an antibacterial tyrx pouch for the ipg. However, during the procedure, the surgeon accidentally cut the csl. The surgeon decided to abandon the system as they did not feel comfortable implanting a new lead. The csl was cut farther up and abandoned, and the ipg explanted. The ipg pocket was cleaned and closed with a drain, and the patient remained hospitalized. Initial labs performed did not indicate an infection, however, a tissue biopsy was obtained during the procedure. Biopsy results were not yet available.

Manufacturer narrative:
Cvrx ID# (B)(4)

Event description:
A barostim system was implanted on (B)(6) 2023. The patient fell several weeks prior to (B)(6) 2023 and had been in a rehab facility since the fall. The exact date of the fall was unknown. On (B)(6) 2023, it was reported that the ipg was visible outside of the skin. The patient was transferred to the hospital. On (B)(6) 2023, a revision procedure occurred where it was planned to debride and clean the pocket, wash the ipg with an antibiotic solution, create a new sub-pectoral pocket for the ipg, and use an antibacterial tyrx pouch for the ipg. However, during the procedure, the surgeon accidentally cut the csl. The surgeon decided to abandon the system as they did not feel comfortable implanting a new lead. The csl was cut farther up and abandoned, and the ipg explanted. The ipg pocket was cleaned and closed with a drain, and the patient remained hospitalized. Initial labs performed did not indicate an infection, however, a tissue biopsy was obtained during the procedure. Biopsy results were not available to be shared. The patient was placed on comfort care and passed away on (B)(6) 2023. The cause of death was not provided by the site. There was no indication from the physician that the death was caused or contributed to by the barostim system or the ipg externalization.